Event description:
The facility reported the pt started an infusion of 5 fu in the evening at a rate of 22ml/hr. In the morning, the pt observed crystallization and indications of leaking near the filter. No injury or exposure was reported to have resulted from the leak.